Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified although requested, no additional information was provided.

Event description:
It was reported that tubing was found cracked and disconnected from the patient. No adverse effects caused to the patient as a result of this event.